Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm differs to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2011-01934. The pt received her scs system, including two percutaneous leads, on (B)(6) 2010. It was reported that the pt was receiving ineffective stimulation coverage. She stated that ther stimulation pattern changed, and she was not getting stimulation high enough in her back. Reprogramming efforts were unsuccessful. The physician decided to explant the pt's leads and replace them with a surgical lead on (B)(6) 2011. The pt reported effective stimulation coverage postoperative. No further pt issues were reported.